Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an inaccurate fill estimate reading occurred. Additionally, it was reported that multiple occlusion alarms occurred and a temperature alarm occurred. Customer's blood glucose levels ranged between 200 mg/dl and "high" which was addressed by administering a manual injection. Reportedly, the customer loaded a new cartridge to resolve issue and continued to use the pump for insulin therapy.